Event description:
Pt dc'd fom hosp to start ab therapy with catheter rt single lumen. Catheter leaking serous/sanguinous drainage from exit site. Unable to flush catheter upon inspiration. Able to flush without expiration. Exit site hard and tender. Pt dr was called and pt returned to hosp at ER.